Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: non-stryker scope burned through drape connected to l9000. Probable root cause: reed switch assembly malfunction. Use error. Serial number is unknown; therefore, manufacture date can not be confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a thermal event occurred. A scope burned through drape connected to light source. Procedure completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that a thermal event occurred. A scope burned through drape connected to light source. Procedure completed successfully.